Event description:
As reported during use, the smart pressure controller displayed initial blood pressure readings that were falsely high when the obstetrics (ob) patient was sitting up for the spinal block. After the high readings were displayed an arm cuff was applied and provided a lower, normal blood pressure for the patients. After the spinal blocks were completed and the patients changed to a supine position the blood pressure values normalized. There was no patient injury. The device is not available for evaluation. This occurred an unknown number of times.

Manufacturer narrative:
Additional product codes include: dqe: catheter, oximeter, fiber-optic. Qaq: adjunctive predictive cardiovascular indicator. Mud: oximeter, tissue saturation. Dxn: system, measurement, blood-pressure, non-invasive. Dsb: plethysmograph, impedance. Fll: continuous measurement thermometer. Qms: adjunctive open loop fluid therapy recommender. Olw: index-generating electroencephalograph software. The device will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and the product passed without nonconformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.